Manufacturer narrative:
(B)(4). The reported field event of noise was confirmed in the laboratory via review of the stored egms. Visual inspection identified a partially smoothed region on the back surface of the device can, consistent with abrasion. The device was tested on the bench and no anomalies were found. The cause of the noise could not be conclusively determined. (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic due to suspected noise on both device and rv lead. The device and lead were explanted and replaced. During the procedure, an insulation breach was observed. Externalization was noted on proximal portion of the lead. No other electrical issues were detected. Possible lead-on-can abrasion. The patient was fine after the procedure.